Event description:
It was reported that during device change out due to normal eri, externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced. The patient condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: a partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.5cm from the distal tip. The etfe coating was intact at this location.